Manufacturer narrative:
The reported guide wire was returned for analysis along with the oad used during the procedure. The guide wire was visually examined and was confirmed to be fractured. Scanning electron microscopy was performed and revealed rotation and torsion marks on the fracture face of the guide wire, which indicate that excessive torsional forces were applied to the wire and resulted in the fracture. The returned oad was also analyzed and the tip bushing was found to have the presence of radiopaque material particles, indicating that it had made contact with the guide wire spring tip. The root cause of the fractured spring tip was determined to be user error as it is hypothesized that the oad made contact with the guide wire spring tip during treatment. The instructions for use for the coronary oas state: "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During the first treatment pass of two 85% stenosed, heavily calcified lesions in the ostial and mid circumflex artery, the coronary orbital atherectomy device (oad) jumped into the distal portion of the vessel. Imaging was performed and no issue was noted, therefore treatment with the oad was continued. A post-procedure review of imaging confirmed the wire to be intact at this time. Following treatment, the oad was removed and a balloon was inserted. When the viperwire guide wire was exchanged, it was noted that the distal tip of the wire had become disconnected and remained in the distal circumflex. Multiple attempts were made to snare the wire fragment, however they were unsuccessful and the wire remained in the patient. There have been no patient symptoms reported.